Event description:
(B)(4). Memory problems, severe itching, severe back and abdominal pain, weight gain, consistent joint pains, severe headaches, rash, irregular periods, pinching pains on lower belly, tiredness, palpitations, mood swings.